Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: according to logfiles analysis the exhalation obstruction alarm can be confirmed and the expiratory valve assembly (msp160557) was identified as the defective component and it was replaced, the device passed the service software checks and was sent back to use.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): on (B)(6) 2025 a "exhalation obstructed" high priority alarm occured during, ventilation, an additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.